Event description:
A malfunction alarm with the code malf 16 was reported, and it was determined that the fault ID was available but not resettable. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use mdi as a backup therapy to ensure insulin delivery was not interrupted, and a replacement pump was arranged. Technical support confirmed the shipping address and instructed the customer on how to prepare the pump for return, with the return scheduled via a pre-paid label within 10 days.